Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the event onset and was discharged six days later. The patient was treated with vancomycin (1 gram, after 5 days, duration and route not reported), cefepime (1 gram, once daily, duration and route not reported) and amikacin (250 unit was not reported, route, duration and frequency not reported) for peritonitis. At the time of this report, patient was recovered and doing well. Action taken with pd therapy was not reported. No additional information is available